Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mm x 150mm x 150cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at below nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the frst balloon used in the procedure was the 2mm x 20mm x 143cm coyote es balloon catheter followed by 2.5mm x 20mm x 144cm coyote es balloon, and lastly the 5.0mmx150mmx150cm sterling balloon catheter which were all ruptured. All devices were removed from the patient without disconnection.

Manufacturer narrative:
E1. Initial reporter city: (B)(6) device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the tip is damaged. There is a longitudinal tear in the balloon 6mm from the tip and is approximately 41mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mm x 150mm x 150cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at below nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the frst balloon used in the procedure was the 2mm x 20mm x 143cm coyote es balloon catheter followed by 2.5mm x 20mm x 144cm coyote es balloon, and lastly the 5.0mmx150mmx150cm sterling balloon catheter which were all ruptured. All devices were removed from the patient without disconnection.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mm x 150mm x 150cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at below nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.